Event description:
Patient reported right side "hematoma that was removed" and "doctor did not switch implants and the existing implant was put back in". Device was re-implanted.

Manufacturer narrative:
The event of hematoma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "hematoma that was removed" and "doctor did not switch implants and the existing implant was put back in"